Event description:
It was reported that revision surgery was performed. Pain, tissue damage and necrosis, exposure to metal debris, weakness of the legs and hips, elevated cobalt and chromium levels and fluid accumulations around the hip reported.

Manufacturer narrative:
The above combination of devices constitutes an off label application.